Event description:
A nurse reported that the footswitch stopped functioning during a cataract extraction procedure. The case was completed using an alternate footswitch. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
The customer did not request service; however, the customer did order a replacement footswitch to address the reported issue. The root cause is unk at this time. (B)(4).